Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a revision surgery for a periprosthetic spiral fracture of the femur was performed in (B)(6) 2021 (covered under (B)(4)), a strain of e. Coli and s. Haemolyticus was detected in the patient in (B)(6) 2021. The issue required antibiotic therapy. The outcome of the patient is unknown.

Manufacturer narrative:
D1,d2,d4,g4,h3,h6: the device was not returned for evaluation. The pictures provided were reviewed and could not confirm the infection. The clinical/medical investigation concluded that, the mechanism of contamination which led to the post-op bacterial infection could not be definitively concluded based on the documentation provided. The patient impact beyond the infection and prescribed long-term antibiotic therapy based on sensitivities could not be determine. The current patient status is unknown, although a ¿limited flexion of knee joint¿ with ¿an anesthesia mobilization¿ was documented (B)(6) 2021 just prior to (B)(6) 2021 discharge. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection and late deep wound sepsis has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed